Manufacturer narrative:
The product will not be returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch report will be filed.

Event description:
A hyrdothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, five minutes into the procedure, the reservoir was losing fluid. The physician inadvertently pulled the sheath out of the cervix and paused the system. The sheath was inserted and the system was restarted. Upon completion of the case, a first degree burn was noted inside the vagina. It should also be noted that no tenaculum stabilizer was used during the procedure. The procedure was completed with said device and there was no further patient complications reported as a result of this event. Although attempts were made to obtain additional follow up, there is no further information regarding this event.